Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was fully functional and passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was fully functional and passed incoming functional testing of the device's ECG acquisition and pulse delivery circuitry.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2017 while wearing the lifevest. The patient reportedly passed due to cardiac arrest. The patient was classified as do not resuscitation (dnr) and the lifevest was removed. Device download data revealed that the patient was treated one time during the event. The patient experienced a vf arrhythmia which was treated at 03:54:08 with a post-shock rhythm of severe bradycardia at 10 bpm. The patient then experienced severe bradycardia at 10 bpm degrading to vf. The patient was in vf from 03:54:20 until the electrode belt was disconnected at 03:56:45. The patient subsequently passed away on (B)(6) 2017. No deficiencies are alleged against the lifevest. Additional information was received regarding the untreated arrhythmia from 03:54:20 until 03:56:45. The patient was in vf from 03:54:20 until the electrode belt was disconnected at 03:56:45. Per engineering, the low amplitude of the bradycardia which proceeded the vf caused the device to not detect the vf arrhythmia. Due to the morphology of the patient's ECG signal, an unstable signal was processed by the device algorithm and was not declared as an arrhythmia. The device performed per the designed algorithm, and there was no indication of a malfunction surrounding the event.